Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("persistent, severe and debilitating menstrual cycles where I am often unable to leave my house") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6) 2005, augmentation mammoplasty in 2010, multigravida, parity 2 (((B)(6) 2005, (B)(6) 2006)), abortion and c-section on (B)(6) 2006. Concurrent conditions included augmentation mammoplasty since 2010, yeast infection, breast hypoplasia and nabothian cyst. Concomitant products included lisdexamfetamine mesilate (vyvanse) from 2011 to 2017 for attention deficit disorder and nuvaring from 2011 to 2016 for bleeding genital. In 2007, the patient experienced abdominal pain lower ("lower abdomen pain (full feeling, tender)"). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain/ abdominal pain (left, sharp pains, constant)"), abdominal distension ("extreme abdominal bloating") and dyspepsia ("digestive issues/ digestive foods"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2009, the patient experienced food allergy ("food sensitivities"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel") with blister and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"). The patient was treated with surgery (aggressive dilation and curettage; possible ablation, but not certain on that). Essure treatment was not changed. At the time of the report, the menorrhagia, abdominal pain, abdominal distension, dyspepsia and food allergy had not resolved and the genital haemorrhage, abdominal pain lower, allergy to metals and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dyspepsia, food allergy, genital haemorrhage, menorrhagia and mental disorder to be related to essure. The reporter commented: zero to one coil extending into the endometrial cavity bilaterally diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 3013.3 kg/sqm. (B)(6) 2008 : hysterosalpingogram : there is no contrast extending into the fallopian tubes or spillage into the pelvic cavity, linear radiopaque densities are present in the presumed course of the fallopian tubes. On the right there is disruption of the wire structure in the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("persistent, severe and debilitating menstrual cycles where I am often unable to leave my house") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6) 2005, augmentation mammoplasty in 2010, multigravida, parity 2(B)(6) 2005, (B)(6) 2006), abortion and c-section on (B)(6) 2006. Concurrent conditions included augmentation mammoplasty since 2010. Concomitant products included lisdexamfetamine mesilate (vyvanse) from 2011 to 2017 for attention deficit disorder and nuvaring from 2011 to 2016 for bleeding genital. In 2007, the patient experienced abdominal pain lower ("lower abdomen pain (full feeling, tender)"). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain/ abdominal pain (left, sharp pains, constant)"), abdominal distension ("extreme abdominal bloating") and dyspepsia ("digestive issues/ digestive foods"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2009, the patient experienced food allergy ("food sensitivities"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel") with blister and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"). The patient was treated with surgery (aggressive dilation and curettage; possible ablation, but not certain on that). Essure treatment was not changed. At the time of the report, the menorrhagia, abdominal pain, abdominal distension, dyspepsia and food allergy had not resolved and the genital haemorrhage, abdominal pain lower, allergy to metals and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dyspepsia, food allergy, genital haemorrhage, menorrhagia and mental disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 3013.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- event heavy bleeding added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("persistent, severe and debilitating menstrual cycles where I am often unable to leave my house") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6) 2005, augmentation mammoplasty in 2010, multigravida, parity 2 ((B)(6) 2005, (B)(6) 2006)), abortion and c-section on (B)(6) 2006. Concurrent conditions included augmentation mammoplasty since 2010. Concomitant products included lisdexamfetamine mesilate (vyvanse) in 2011 for attention deficit disorder and nuvaring in 2011 for bleeding genital. In (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced abdominal pain lower ("lower abdomen pain (full feeling, tender)"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("extreme abdominal bloating"), abdominal pain ("severe and persistent abdominal pain/ abdominal pain (left, sharp pains, constant)") and dyspepsia ("digestive issues/ digestive foods"). On an unknown date, the patient experienced food allergy ("food sensitivities"), allergy to metals ("allergic to nickel") with blister and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)"). The patient was treated with aggressive dilation and curettage (and possible ablation, but not certain on that). Essure treatment was not changed. At the time of the report, the menorrhagia, abdominal distension, abdominal pain, dyspepsia, food allergy, abdominal pain lower, allergy to metals and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, dyspepsia, food allergy, menorrhagia and mental disorder to be related to essure. The reporter commented: she had ibo medications and sigmoidoscopy performed for left abdomen pain. She was prescribed medication ibs do not recall name for it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 3013.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received. Lawyer was added, reporter information was updated. Historical conditions added. Concomitant drugs added. New events added: persistent, severe and debilitating menstrual cycles, unable to leave my house, extreme abdominal bloating, severe and persistent abdominal pain, digestive issues/ digestive foods, food sensitivities, heavy bleeding, extreme abdominal bloating, abdominal pain (left) (sharp pains) (constant), lower abdomen pain (full feeling, tender), caused or aggravated any psychiatric and/or psychological condition(s), blisters, allergic to nickel. "Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.